Event description:
Customer reported blood glucose results of 205 mg/dl and 105 mg/dl within 10 minutes of the compact plus system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. System discarded by customer's doctor, replacement was sent.